Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged the keypad buttons on the pump were unresponsive after exposure to water. It was also noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings:no moisture was observed in the pump battery compartment. A leak test was performed and a display lens leak was found. The pump case was opened and no evidence of moisture was observed. No damage was observed to the pump keypad and all of the keypad buttons responded properly. The keypad cover was removed and no damage or contamination on the key contacts was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.